Event description:
During a cataract extraction procedure, the surgery center reported broken capsule. As a result of the capsule rupture, an unplanned vitrectomy was required. The surgery center reported during the irrigation and aspiration, the visco elastic removal was difficult due to there was no vacuum (lack of suction) and fluid pressure. The procedure was not completed and the patient has been referred for further treatment.

Manufacturer narrative:
Patient date of birth is unknown and not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to observe the lack of suction and was not able to confirm the vacuum related error when reviewing the error logs. The fss inspected the irrigation and aspiration handpiece used during the reported issue. The fss found the o rings on the curved tip of the irrigation and aspiration handpiece were worn/cupped to the cause loss of suction and was able to confirm the lack of suction during testing of the accessory. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.